Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred when the customer was attempting to print the code summary of the event. This issue is patient related; however the customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Initial medwatch report indicates: product available to stryker: field. Of the initial medwatch report should indicate: product available to stryker: return. Additional information: the device was returned for evaluation therefore, has been updated accordingly with the new information. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio further evaluated the customer¿s device and replaced the power pcb assembly, the battery wire harness assembly, and battery pins. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue occurred when the customer was attempting to print the code summary of the event. This issue is patient related; however the customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.